Event description:
On (B)(6) 2010, the pt's wife reported that this morning the pt received an e4 (occlusion) error on his insulin infusion device while trying to deliver a 6 unit bolus of insulin. To troubleshoot, the wife was instructed to disconnect the pt from his infusion device and prime out of the tubing. She did so without error. She then put the device in run and successfully delivered a 2 unit bolus of insulin into the air. She was advised the pt should change his infusion headset. When she removed the headset, the cannula was bent. She stated they use an insertion device and prepare the site with antiseptic wipes. They were assisted with inserting a new headset and successfully delivering the remainder of the bolus. A request for additional training was submitted. The wife stated the pt's current blood glucose reading is 151 mg/dl which is within his normal range. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.